Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded on keypad trace. The insulin pump was unable to verify the motor error alarm and compromised force sensor system alarm due to keypad damage. However, motor was test outside of the device and passed the motor tests. No damage found on motor.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and motor error alarm. The customer reported that the buttons were unresponsive. The customer's blood glucose was 83 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.